Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mmx38mm synergy¿ stent was selected. During unpacking of the device, the physician noticed that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and microscopic examination found that the struts were bunched and distorted across the length of the stent. It was also noted that the stent had moved by approximately 10mm distally from the most proximal crimp mark. The type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. A review of the stent crimp setting highlighted no abnormalities prior to shipment. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. The balloon was found to have stent impressions on the balloon material indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mmx38mm synergy¿ stent was selected. During unpacking of the device, the physician noticed that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.